Manufacturer narrative:
The reported field event was verified via review of the session records. The remaining capacity to eri was lower in the (B)(6) 2016 follow-up due to recent high voltage charge, which resulted in a temporarily lower battery voltage. In the (B)(6) 2016 follow-up the remaining capacity to eri was higher as the battery was no longer in recovery. A longevity calculation was performed, and was found to be within expected limits. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the remaining capacity was 50% to 60% during previous follow-up but at subsequent follow-up, the device indicated as more than 80% remaining capacity. The device was later explanted and replaced prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. There were no adverse consequences to the patient prior, during and after the procedure.